Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two meters, within 10 minutes: 21 mg/dl (system 1) and 130 mg/dl (system 2). No adverse event reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.